Event description:
A patient was having dialysis treatment and when the treatment was completed a bandage was placed on the patient's arm. When taking off the bandage, the patient's skin adhered to the bandage. The patient was given wound care treatment.